Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited dim light-emitting diode (led) indicators. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided for the investigation, the probable cause of the reported event was most likely attributed to failure of the front panel light-emitting diode (led). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.